Manufacturer narrative:
Concomitant medical products: 419688 lead implanted: (B)(6) 2011, d314trggx ICD implanted: 13(B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a history of t-wave oversensing (twos) episodes which was resolved by reprogramming the device. The patient has a recurrent twos episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.